Manufacturer narrative:
A follow up MDR will be filed following review by post market clinical department and manufacturing plant.

Event description:
A medical record review indicated a peritoneal dialysis (pd) patient required surgery to repair a worsening hernia scheduled for (B)(6) 2015. During follow up the patient's pd nurse reported his hernia was present before the patient started pd and he had previous repair work done on other hernias before starting pd. When he started pd the hernia was present but slowly got worse over time. The date of the patient's hernia being detected is unknown. The patient's nephrologist instructed the patient to delay any procedure as it adds complication to his pd until it progressed to causing the patient pain. Then the nephrologist sent the patient for a consult with a surgeon who informed the patient that as long as peritoneum was clear of infection it could be fixed. The patient was cleared recently and had a same day repair surgery and the patient's nurse checked it on (B)(6) 2015 and all was well. Additional medical records have been requested for this event.